Manufacturer narrative:
This supplemental report is being submitted to provide the results of the physical evaluation. Additional information obtained indicated the device was inspected prior to use with no anomalies noted. The procedure took approximately ten minutes longer to retrieve the sheath. The referenced device was returned packaged in a poly bag with the stylet removed and the needle in the deployed position. Upon visual inspection of the returned device, it was noted that the handle was intact and it good condition and the sheath adjuster functioned as intended. There was no damage noted to the sheath, however, the laser cut hypotube (lch) had been ejected. The lch was not returned with the device. When actuated, the needle extends from the sheath as intended. A slight kink was noted approximately 8 inches from the upper hypotube and the heat shrink on the needle was observed to be buckled. Based on the evaluation, the potential cause of the damage device can be attributed to excessive force applied to the device. To mitigate device damage and patient injury, the device instruction manual states "if you feel excessive resistance while operating the needle, do not push the needle slider forcibly. Doing so could cause patient injury. It could also damage the instrument and/or the endoscope." Additionally, a review of the device history record (DHR) was conducted for this lot; all records indicate that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria.

Manufacturer narrative:
The referenced device was not returned to olympus. The cause of the reported event cannot be confirmed at this time. However, if the device is returned at a later date, this report will be supplemented accordingly. As a preventive measure, the needle instruction manual states, ¿always have a spare instrument available in case the primary instrument malfunctions.¿ to prevent breakage, the needle instruction manual also warns, do not use an aspiration needle that has an irregularly bent or deformed needle tube. Do not apply bending force to the handle section. Doing so may damage the instrument and/or endoscope. Do not coil the insertion portion with a diameter of less than 150 mm. Doing so could damage the instrument. Do not try to straighten a bent or deformed needle with your hands because the needle may break. The instruction manual also has directions for pre-procedure visual inspection and functional verification of the needle device.

Event description:
Olympus was informed that during the middle of an ebus with biopsy of a lung mass procedure, it was discovered that a piece of the device was stuck in the patient¿s tumor during needle aspiration. It is unknown if the needle broke or became detached. The broken piece was retrieved using biopsy forceps. The procedure was completed using the same needle. There was no adverse outcome to the patient.